Event description:
A 43 y/o female taken to or for mitral valve replacement using heartport approach. The balloon ruptured requiring this approach to be aborted & a median sternotomy was performed. Pt tolerated open chest procedure, though hospitalization was prolonged.